Event description:
A physician reported a pt who was treated in the frown line on 21 october 1997. On 3 november 1997, the pt developed a hypersensitivity reaction with granuloma formation. Suggested treatment (specific intervention and route of administration unk) was given with little improvement. On 10 december there was still local induration and erythema, and the pt called the physician and claimed that she was diagnosed with rheumatoid arthritis of the knee.